Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 23:04 with ultrafiltration of 1946 ml during cycle 4. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. The cause of the increased intra-peritoneal volume (iipv) was insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review no issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that there was no trend identified for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.